Event description:
It was reported that during a hemorrhoidectomy procedure, from the 3 o'clock to 6 o'clock position of the staple line, the staples were not formed properly and did not close to a b shaped formation. There was bleeding and the surgeon had to stitch over the staple line to ensure complete hemostasis. Patient was alright and did not develop any complications.

Manufacturer narrative:
Date sent: 9/22/2008. Information is unavailable; device was not returned for eval.